Manufacturer narrative:
The device history record (DHR) was reviewed, and no abnormal process conditions were present during the manufacturing of the product that could have led to the condition described by the customer. The DHR review showed that all acceptance criteria inspections per established sampling levels were within acceptable limits during the production process. There were no samples or photographs received for evaluation. According to the investigation, the possible root cause would be consistent with the cutting blade shifting during the cutting process, so the gauze was pulverized resulted loose contamination. The supplier has taken following corrective actions: fixed the cutting, added a cleaning process to be performed at regular intervals, added increased inspection, adjusted the folding size of this product, using the one-side cutting gauze roll instead of the two-cutting side gauze roll to produce this product. All the actions will be implemented within the current month. This complaint will be used for trending purpose.

Manufacturer narrative:
Submit date: 01/09/2017. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on 12/15/2016 that an issue occurred to xray gauze. The customer reported that the raytec sponges are flaking. The physician is identifying the flaking on his gloves when provided the product for use during surgery. The customer stated that this has been happening for a couple of weeks. The affected quantity is unknown.